Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had difficulty draining and experienced pain. Follow-up with the patient's pd nurse determined that the patient was hospitalized due to peritonitis. The patient was cultured on (B)(6) 2016, and presented to the emergency room on (B)(6) 2016. It has been confirmed that he patient's culture results was positive for three different organisms but the pdrn could not confirm the source. The patient's medical records have been requested.